Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the pump exhibited a no disposable alarm. Per reporter one alarm occurred with 21.5 ml left in patient's treatment. No adverse patient effects were reported. Per reporter no additional information is available.